Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the reported issue; however, the diagnostic/fault logs indicated that the error message occurred twice since the last repair. The fse checked the front end board for proper calibration and all was good. Finally, the fse found that the drive assembly had a very slow leak which was probably the source of the problem. The fse replaced the drive assembly/drive manifold with transducer. The fse also replaced the k6a solenoid to ensure there were no leaks. Retesting verified that the leak was gone. The fse then performed all diagnostic tests and the unit passed all safety and functional tests. The fse instructed the customer to let the unit run for several days, recycling power to ensure problem has been resolved before putting the unit back into service. The fse later followed up with the customer and verified that the unit has been running and recycling power for a week with no problems. All operations were good and the iabp unit was returned to the customer for clinical use.

Event description:
It was reported that upon power up, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #52. This event occurred before use. There was no patient involvement; thus no adverse event was reported.